Event description:
It was reported that ¿the fluid was not running¿ through a continu-flo primary administration set. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection noted an inverted check valve. A functional test was then performed in which air was run through the set at a pressure of 0.56 bar; the inverted check valve was found to restrict the flow of air. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an operator error while assembling the check valve to the set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.